Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the user was having difficulty removing the catheter after the clip was released and deployed. It was noted that the clip was stuck in the over sheath. After some attempts, the user was finally able to retract the over sheath and release the clip. It was noticed that the blue grip detached from the over sheath. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted the clip assembly fully deployed and not returned. The sheath grip was detached from the over sheath. The over sheath was cut and accordioned. A kink was noticed in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the user was having difficulty removing the catheter after the clip was released and deployed. It was noted that the clip was stuck in the over sheath. After some attempts, the user was finally able to retract the over sheath and release the clip. It was noticed that the blue grip detached from the over sheath. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number, therefore the manufacturer date and the expiration date are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.